Manufacturer narrative:
On (B)(6) 2001, haemonetics received a svc report involving a blood spill that occurred in an orthopat machine. No donor injury was reported. No operator injury was reported. Upon eval dried blood residue found in centrifuge and on top deck. Blood was also found on power supply, hydrophobic filter, centrifuge, centrifuge mount, top deck, chassis floor. No burning or carbonization was noted. Haemonetics was unable to confirm deployment of the spill bag. Complete disassembly and cleaning of the machine was required. The power supply, centrifuge, and distribution pcba were all replaced due to the spill. Other parts which were replaced include the battery which was old and the centrifuge cover which was damaged. The device now meets mfg specs and is ready for use. (B)(4).

Event description:
On (B)(6) 2001, haemonetics received a svc report of a blood spill that occurred in an orthopat machine. No donor injury was reported. No operator injury was reported.